Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. Additional information was requested at complainant the latest one on july 26, 2017, but was not available. A technical investigation was not possible to perform, as the device(s) were not at hand for investigation. DHR review: as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend analysis could be performed as no lot number was available. Review of event description: it was reported in a journal article, that four patients were revised due to infection. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: stem: root cause determination using rmw: - biological contaminated device is implanted due to cleaning process failure possible, the DHR and sterilization certificate of the product could not be checked as no lot is available, therefore cannot be excluded. However all devices are cleaned according to validated specifications. - biological contaminated device is implanted due to sterilization process failure possible, the DHR and sterilization certificate of the product could not be checked as no lot is available, therefore cannot be excluded. However all devices are cleaned according to validated specifications. - biological contaminated device is implanted due to contaminated device due lo packaging failure possible, the DHR and sterilization certificate of the product could not be checked as no lot is available, therefore cannot be excluded. However all devices are packaged according to validated packaging specifications. - systemic adverse body reactions due to contaminated device due to insufficient internal cleaning process. Not possible -> all devices are manufactured and cleaned according to validated specifications. Potential applied re-sterilization procedures in the hospital remain unknown. - biological contaminated device is implanted due to inadequate transport/handling/storage condition possible, transportation, handling and storage of the products in the hospital is out of zimmer biomet control. However, all products should be checked for packaging damages or deformation upon receipt. - biological contaminated device is implanted due to inadequate sterilization procedure possible, potential re-sterilization procedure in the hospital is unknown. However, instructions are given in the IFU (chapter: warnings, sterility and sterilization instructions). - chemical contaminated device is implanted due to inadequate cleaning procedure possible, potential re-sterilization procedure in the hospital is unknown. However, instructions are given in the IFU (chapter: warnings, sterility and sterilization instructions). - biological contaminated device is implanted due to explanted implant is used for new implantation surgery possible, it cannot be excluded, that an explanted implant was used for implantation. - failure of surgery due to insufficient warning of side effect/ contra-indications. Not possible warnings of side effects and contraindications are given in the surgical technique alloclassic zweymueller stem and surgical technique alloclassic variall slv stem and in the IFU chapter: indications/intended use, warnings. Cup: root cause determination using dfmea: - septic loosening (infection through contaminated implant) due to unsterile implant due to packaging failure possible: the DHR and sterilization certificate of the product could not be checked as no lot is available, therefore cannot be excluded. However all devices are packaged according to validated packaging specifications. - infection due to failure of sterilization procedure due to supplier process not possible: the DHR and sterilization certificate of the product could not be checked as no lot is available, therefore cannot be excluded. However, the gamma sterilization specification certifies the suitability of sterilization. - infection due to packaging is damaged which leads to unsterile implant possible: zimmer biomet products are manufactured according to validated packaging specifications. Transportation, handling and storage of the products in the hospital is out of zimmer biomet control. However, all products should be checked for packaging damages or deformation upon receipt. - infection due to failure of packaging due to insufficient sterile barrier within sterility guarantee not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process. - infection due to wrong resterilization procedure for sterile delivered parts possible: the ifus for sulene and metasul inserts and durasul inserts explain the correct re-sterilization procedure which is validated. However the correct re-sterilization handling in the hospital is not under zimmer biomet control. - infection due to failure of sterilization procedure due to design of device not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process. - infection due to proposed resterilization procedures do not provide sterility not possible: the ifus for sulene and metasul inserts and durasul inserts explain the correct re-sterilization procedure which is validated. However the correct re-sterilization handling in the hospital is not under zimmer biomet control. - transmission of infectious agents or mechanical failure due to reuse of the device which is only intended for single use possible: it is unknown, whether the device was reused or not. Conclusion summary the gamma sterilization specification certifies the suitability of sterilization. The irradiation certificate of the affected parts could not be reviewed due to absence of the lot numbers. However, single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore it is not suspected that the product caused or contributed to any patient infection. The ifus state that "early or late infections" are "possible consequences of an implant" and should be considered when implanting zimmer biomet devices. Possible causes of infection include wrong handling of device due to wrong ire-sterilization procedures for sterile delivered parts, packaging failure during transportation and reuse of the device which is only intended for single use. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patients were implanted an unknown alloclassic cup hip implant(catalogue number unknown) on an unknown side (exact date not reported) and the patients underwent revision surgery on unknown date due to infection.